Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy procedure, after activation of the device, the jaw was sticking in the closed position and was difficult to open after sealing tonsillar tissue. The surgeon had to open the jaws by pushing the handle forward. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Pmv personal performed functional testing with the returned device. Visual inspection of the device found no defects. The device's jaw gap and electrical resistance were found to be within specification. The device was plugged into a test generator and was successfully recognized. The device was activated on simulated tissue ten times with satisfactory results. No alarms occurred during testing. The jaws opened and closed normally. There was a lot of eschar on jaw plates and the device needs more frequent cleaning. The investigation found the device to function normally and within specifications. The instructions for use (IFU) also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.